Event description:
The customer reported that the ventilator went vent inop due to a data acquisition pcba adc reference failure during normal ventilation operation when the power cord was disconnected to run the unit on battery. The customer reported the device was in use and there was no patient harm. A vent inop condition during operation will result in a visual and audible alarm and precludes continued safe operation of the ventilator. The user must provide alternative ventilation and have the ventilator serviced. As the device is out of warranty, the facility biomedical engineer contacted manufacturers product support (pse) for assistance. Pse advised the biomedical engineer reseat the power management pcb board and perform a complete checkout of the unit. The biomedical engineer reported the pcb board was reseated per advice of pse and the reported problem was resolved.

Manufacturer narrative:
Device out of warranty; no request for manufacturer's service. Pcb board reseated.